Event description:
Reporter indicated a patient underwent generator replacement surgery due to end of service. A battery estimation performed with 18 months of data yielded 32% battery life remaining indicating the generator may have reached end of service prematurely. Reporter also stated the patient's lead was damaged inadvertently during the generator surgery and was replaced. No further information is known.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.